Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.5., b.6., d.2., d.4., d.6., g.3., g.4., h.4., h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Patient reported right side "free silicone on the posterior third of junction of upper quadrants of right breast, compatible with extracapsular rupture" and "peri-implant fluid."

Event description:
Possible right side capsular contracture, baker grade unknown, mastalgia, and cyst were reported. Healthcare professional reported "inflammatory process."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation included possible capsular contracture, baker grade unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain and rupture on an unknown side. The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d6b, h.6. Device evaluation: visual analysis of the photographs identified: red particle material on the shell. Opening. Continued h.6. [Health effect - impact code]: f2203. A review of the device history record has been completed. No deviations or non-conformances noted.